Event description:
It was reported that a homecare pt experienced inner to outer cannula leakage, loose fit, and inflation difficulties with the last shipment of multiple, size 6 dct devices. The involved devices have not been returned to the manufacturer for analysis and investigation as of the date on this report.